Event description:
It was reported when the device was used during a low anterior resection, the device was fired and there was no staple line or staples in any part of the operative field. The case was completed using a competitor's device. There was no patient consequence.